Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. The revision of the stryker/tornier flex ascend implant was due to a periprosthetic fracture

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.